Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported a broken syringe of juvederm® voluma with lidocaine¿. " there was a loss of the product during its injection." Problem location noted between the region of plunger and needle. There was no damage to the patient.

Manufacturer narrative:
Lab analysis of the device found an empty syringe of 1.0 ml received without cap, no needle in an opened tray. No defect observed to syringe. Device history record summary: all released batches are compliant with the processing steps described in the master batch and our specifications and especially the sterilization cycle was recorded as compliant. All microbiological, physical and chemical results (endotoxins, bioburden) are recorded in compliance with our specifications and especially the extrusion force value shows our product¿s expected consistency. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). The release step combined with the absence of any deviation shows that no element could explain these issues.

Event description:
Healthcare professional reported a broken syringe of juvederm® voluma with lidocaine¿. " there was a loss of the product during its injection." Problem location noted between the region of plunger and needle. There was no damage to the patient.